Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this device and right ventricular lead was admitted due to wound dehiscence. The device and rv lead were removed; blood cultures showing no growth and no vegetation per a transthoracic echocardiography. Another system was later implanted in absence of adverse patient effects and no return of product is expected. The patient was discharged and reported as stable.